Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the manufacturer representative (rep) reprogrammed the pt's stimulation. Different channels were evaluated, one successfully stopped the wire leakage and the second potentially worked. Pt still had two channels to evaluate. Pt said they were staying in contact with the rep and resolution was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their stimulation and the issue began a couple weeks ago. Patient stated when they lay down their stimulation ramped up and patient started peeing while they were sleeping. Patient noted they had to turn their stimulation off at night because if they didn't then they would pee the bed and they didn't want to be in pain more than they already were. The patient was redirected to their healthcare provider to further address the issue. A manufacturing representative (rep) stated that the patient said that at night, they have incontinence when sleeping and when they turn the stimulator off, it doesn't happen. The caller noted the patient's therapy is working well for them and covers the patient's pain. The physician sent the caller instructions on how to program the patient with dtm like programming with a tighter field, decrease amplitude 20-30%, keep the contacts midline and above t10-l2. The caller will create this group for night use. Reviewed clinical summary. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.